Event description:
The customer reported that they received a false negative hcg result in their hemastix compared to retest performed on the novus device. The patient's blood result was confirmed from the repeat testing. There is no reported injury due to this event.

Manufacturer narrative:
Siemens has requested return of reagent for further investigation. The cause of this event is unknown.

Manufacturer narrative:
Siemens has obtained returned reagent from the customer and completed the investigation. Thirteen test strips were testing using samples with positive blood and no false negative results were obtained. The customer's allegation was not observed. The cause of the event is unknown.